Event description:
It was reported the patient had a double lack of primary stability - after two unsuccessful attempts, the surgery was stopped because the bone situation/bone resorption did not allow for a third attempt.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.